Manufacturer narrative:
Additional information: the customer rebooted the system and after that it functioned normally. The site has declined service on their imaging system. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The issue reported was likely related to an issue on the image acquisition system (ias) and logs have only been provided for the mobile view station (mvs) and not the ias. The mvs log indicates several restarts where each restart indicates a socket connectivity issue which is a likely symptom of the ias not functioning properly.

Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. No parts have been replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while performing preventative maintenance on a navigation system, the imaging system would not boot up. The motion and x-ray status bars did not load as expected, and the mobile view station (mvs) was displayed as disconnected from the image acquisition system (ias). This was discovered outside of any patient involvement. No additional details were provided.